Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms, unexpected restart alarm, audio/beep/vibrate or reboot/reset time/date anomaly noted during testing. The device passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had unexpected restart alarm and a blank display. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The unexpected restart alarm occured during troubleshooting. The device was returned for analysis.